Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd 17 inch ext w/.2 fltr & vlv port, the device experienced air bubbles in the line. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the filter is not filtering. We are still having issues with the 0.2-micron filters not filtering.

Event description:
It was reported when using the bd 17 inch ext w/.2 fltr & vlv port, the device experienced air bubbles in the line. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the filter is not filtering. We are still having issues with the 0.2-micron filters not filtering.

Manufacturer narrative:
H6: investigation summary: one sample was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. An infusion was started using an alaris pump (dchu-0010 and module dchu-0013) at 10 ml/hr for 1 hr. The infusion run completed and the set was inspected for air. No air was observed in the sample. The customer complaint that the filter is not filtering could not be replicated. A device history record review for model 20028e lot number 21049605 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26apr2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause could not be determined because the issue could not be replicated.